Event description:
On 11/2001, the MFR received a medwatch report (mw# 1023138 from the dept of health and human services). This medwatch was received by the dept of health and human services on 10/2001 from the user facility. The medwatch report states the following: double lumen 9french device placed in left internal jugular vein by radiology without complications. Cxr confirmed placement. Pt complained of discomfort left arm/upper chest; some arm edema noted. Device was removed by radiology due to a question of device catheter leakage. The device and device catheter were still attached at the time of removal. A new device was placed without complication. Pt did not sustain any significant morbidity as a result of this event.